Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during a procedure, upon intramedullary nailing of left femur, the handle of the hexagonal flexible screwdriver broke off while using the screwdriver to engage the locking mechanism set screw in a normal fashion. Replacement screwdriver was obtained from another set. There were fragments no generated. The procedure was successfully completed with no surgical delay reported. No patient consequence. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).